Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient was hospitalised (date and duration not reported) due to headache, vertigo and otitis with suppuration. The patient underwent a procedure (date not reported) to aspirate the suppuration. It was also reported that the patient experienced a sudden loss of connection to the internal device with cramp sensations. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date not reported) and the patient was reimplanted with another manufacturer's device.